Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 2.6, lab: 1.6. Time elapsed between each method of testing is three minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.